Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. Unit became inoperable (will not run) when an error code 105 is experienced causing that part of the reported symptom. System error 105 was confirmed through a review of the event history log and found to be caused by sheared motor mount screws. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump "will not run" caused by a system error 105. Any patient involvement, injury or medical intervention is unknown.